Event description:
Philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that alternating current (ac) power cable is totally worn. There was no patient involvement. The site clinical engineering worked with the philips rse. The clinical engineer determined the ac cable is worn. A new cable has been ordered to the site for their replacement by the customer. No further action is necessary at this time.